Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial#: va0zz9b044, implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula torfor non-malignant pain. According to the patient, they felt that the leads were bundled up in their thoracic spine area and it was bothersome to the patient. The patient sometimes felt stimulation jolting. There were no reported environmental factors. No diagnostics or troubleshooting was performed at the time of the report. The patient was setting up an appointment with the health care professional (hcp) office to take a look at the issue. The patient was alive with no injury.